Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1: additional information provided. H3, h6: part: 03.224.008; lot: 2243205; manufacturing site: bettlach; release to warehouse date: (B)(6) 2007. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the threaded tip of the returned connecting screw is broken off and the broken off part is still stuck in the dhs blade. Besides, the instrument presents normal signs of use. Dimensional inspection shaft diameter was measured just below the broken area. Diameter complies with the specifications. Further dimensional inspection cannot be performed due to the damage incurred. Document/specification review: this instrument is made of stainless steel. According to the manufacturing records, the correct material was used. Considering the age of this device ¿ connecting screw is more than 10 years old - the cause of complained malfunction is determined to be a post-manufacturing caused use related damage, therefore no further drawing/specification review is needed summary the complaint condition is confirmed as the connecting screw is broken. The breakage occurred just above the threaded tip. This production lot was manufactured in february 2007 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criteria. Considering that this device is more than ten years old the damage appears to be the result of repeated use and high applied force during use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11 corrected data: e3. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an implant removal and a bipolar hip arthroplasty (bha) was done with a connecting screw for extraction of dynamic hip/condylar system (dhs) blade in question. Initially, the patient was implanted with an unknown dhs plate and an unknown screws on an unknown date. During the revision, after removal of the plate and the screws, the surgeon attached the connecting screw to an unknown extraction instrument. When the surgeon tried to extract the dhs blade manually, the threaded part of the connecting screw broke off while holding the blade. The blade was then removed after resecting the bone head. The procedure was completed successfully. There was no surgical delay and adverse event to the patient reported. Concomitant device reported: unknown dhs plate (part# unknown, lot# unknown, quantity 1); unknown dhs screws (part# unknown, lot# unknown, quantity unknown) an unknown extraction instrument (part# unknown, lot# unknown, quantity 1). This report is for one (1) coupling screw for extraction of dhs blades this is report 1 of 2 for (B)(4).